Event description:
It was reported that the patient rolled over on to their side and onto the pulse generator pocket. The pocket then had a big bubble. The bubble ripped open the skin and water came out. The patient is now at the doctor's office and is having this addressed. There were no additional adverse patient effects.